Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed error code "f0a0" arterial module initialization failure. The user reported there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.